Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information, the inflatable penile prosthesis was implanted in 2013, removed and replaced on (B)(6)2020 due to the pump device not fully inflating. After a few pumps the pump would collapse and not re-inflate. A titan otr pump, two cylinders, and a reservoir, were received for evaluation. Examination and testing of the returned components revealed a separation in the reservoir inlet tubing. Testing revealed this to be a site of leakage. Microscopic evaluation revealed a group of uniform striations, indicating contact with unshod instrumentation. Examination revealed a separation in the bladder of the reservoir, most likely due to over-pressurization during sterilization. Due to the condition in which the reservoir was received not all functional testing was able to be performed. Microscopic evaluation revealed partial separations within abrasion in the pump inlet tubing. Testing revealed these to not be sites of leakage. Microscopic evaluation surface abrasion on all pump strain reliefs, the pump inlet tubing, and the cylinder 2 exhaust tubing. The information received indicated the device was not able to fully inflate; however, based on the information received, and due to the condition in which the reservoir was received, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the reservoir inlet tubing and the separation in the bladder of the reservoir most likely occurred after the device packaging was opened. In addition, because the expected use of this device, combined with the observed separation in the reservoir inlet tubing, would have resulted in an earlier detected fluid loss, it was concluded that the reservoir inlet tubing separation most likely occurred during or after explant. Due to the as received condition of the reservoir, the separation in the reservoir bladder most likely occurred after explant due to over-pressurization during sterilization. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Lot number: 2887330, implant date: 2013.

Event description:
According to the available information, the pump was not fully inflating. After a few pumps, the pump would collapse and not re-inflate. The device was removed and replaced.